Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had trace point are invalid error. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, active current measurement, sleep current measurement and self test. No unexpected trace pointers are invalid alarms noted during testing. (B)(4).